Event description:
Information received regarding the explanted device notes that the patient had a syncopal episode at home. When the patient went to the emergency room, the device was pacing intermittently and the patient's heart rate was in the 30's. Upon opening the pacer pocket, lead impedance was found to be >2500 ohms.